Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies found. Blood was noted on the distal end. The analyst commented that the helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during an implant attempt, the lead was repositioned and then the helix would not extend when re-fixing to atri um. After 10-12 slow turns, the physician commented that he was not getting the feedback that he typically got with this lead. The physician said that it felt like something proximal such as the rotation mechanism itself on the lead felt loose and was 'grinding' when rotated. Upon removal of the lead in question, the helix finally extended, but the physician requested a new lead. Another lead was implanted with no issues. No patient complications have been reported as a result of this event.